Manufacturer narrative:
This event occurred at (B)(6) hospital. Section g2: corrected. Manufacturer¿s investigation conclusion: the reported event of low voltage alarms can be confirmed based on the information contained in the submitted log files and the log files retrieved from the returned system controller serial number (B)(6). A review of the submitted log files revealed that the system maintained the set speed with no interruptions and there were some low voltage advisory alarms while the system controller was connected to 14v batteries. The returned system controller, serial number (B)(6) was functionally tested and was found to function as intended. A specific root cause for the alarms captured in the log file was not able to be determined. Device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (revision a) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including low voltage alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (revision a) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a low voltage advisory alarm triggered even though the battery was fully charged. This alarm had not resolved even after cleaning the electrode contact surfaces of the battery and battery clips yet. Clinicians decided to exchange battery clips. Log files were submitted for review and captured some intermittent indications of a weak connection between the batteries and battery clips. The low voltage alarms persisted; thus, the system controller was exchanged. Log files were submitted for review and captured several low power advisory events while connected to battery power on (B)(6) 2024. These events were associated with a brief reduction in the relative state of charge (rsoc) signal values. A voltage reduction was not recorded during these events. Since there were no unusual power events recorded while connected to mpu, only on battery power, the system controller was not suspected to be at fault.